Manufacturer narrative:
The product has been rec'd and a f/u report will be provided when out investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device prompted a "do not use" message. Complainant indicated that there was no pt involvement in the reported malfunction.